Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was "high", specific value not provided. The customer addressed the elevated bg level with a manual injection of insulin and tandem technical support directed the customer to reset the pump to resolve the issue. The customer acknowledged the guidance.